Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure, the introduction of air was noted with the sheath. The sheath was exchanged, however the same issue occurred with the second sheath. The procedure was completed with no adverse patient consequences.